Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 04/23/2015, belt: 06/20/2016.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 at 1:21pm while in the hospital. The patient's granddaughter reported that the patient was wearing the lifevest at the time of the event and resuscitation efforts were made. The device download data revealed that the patient was treated inappropriately two times during the event. On (B)(6) 2018, the device detected an arrhythmia with the ECG showing asystole with intermittent cardiac activity and CPR artifact at 03:55:35. At 04:10:40, the device again detected an arrhythmia with the ECG showing supraventricular tachycardia (svt) at 180 bpm with motion artifact. At 04:11:43, gel was released. At 04:12:00, the first treatment shock was delivered while the patient was in svt at 180 bpm with motion artifact. The post-shock rhythm was atrial fibrillation (af) at 110 bpm with motion artifact. The device intermittently detected arrhythmias while the patient was in af at 120 bpm with motion artifact and af with rapid response and variable rate at 140 to 160 bpm and motion artifact. At 11:20:21, the second treatment shock was delivered while the patient was in af at 140 to 150 bpm with motion artifact. The post-shock rhythm was af at 130 bpm with motion artifact. From 11:37:26 to 11:45:04, the patient was in bradycardia at 50 bpm degrading to asystole with motion artifact degrading to asystole from 11:47:24 until the device shutdown at 11:56:52. Supraventricular tachycardia (svt) and atrial fibrillation (af) rates at or above the treatment threshold and motion artifact contributed to the false detection. The response buttons were not pressed during the event. While monitoring the patient's rhythm, no vt/vf was detected. No device malfunctions were alleged.